Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is unconfirmed. Conmed received one 138104 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was unable to find any obvious seal breaches, abnormalities or defects however it was seen that the device was encroaching into the seal. A functional inspection was then performed, as the devices were dye leak tested per policy, which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows a total two (2) complaints involving 2 units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 96 complaints, regarding 615 devices, for this device family and failure mode. During this same time frame 2,229,200 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4) . The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. The IFU also instructs these devices should be inspected before and after each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
(B)(4). At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, electrode, flat blade, std, extended insulation, catalog # 138104, lot 201901141, for a possible insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(4). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.